Event description:
Complainant alleged that while attempting to monitor a patient the device would intermittently shut down when softkey buttons were actuated. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.